Event description:
It was reported that a patient experienced bacterium in their drain bag coincident with peritoneal dialysis therapy. The cause of the event was unknown. It was reported that the patient was hospitalized for unspecified treatment of the event. The outcome of the event is unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.